Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any malfunction or other product condition could have contributed to the reported hospitalization with diabetic ketoacidosis. No lot qualification records were reviewed, as the product lot number was not provided. The omnipod user guide warns "if left untreated, dka can cause breathing difficulties, shock, coma, and eventually death," it advises, "the easiest and most reliable way to avoid dka is by checking your blood glucose at least 4-6 times a day. Routine checks allow you to identify and treat high blood glucose before dka develops."

Event description:
The patient's father reported that 2.5 weeks ago, his daughter was hospitalized with diabetic ketoacidosis. He did not provide blood glucose results or details of her hospitalization or treatment. Several attempts to contact the father for additional information have been unsuccessful.